Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for one (1) of one (1) returned polaris driver (pn 2000-9061) for the failure of tip deformation. Medical records were not provided for review. Device evaluation: visual inspection revealed the tip is twisted/deformed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use, or use of the driver as a removal tool. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a plug driver was discovered with a twisted tip. This was discovered during a warehouse inspection after a hospital return. The hospital did not provide any surgical or patient information with the returned product.

Manufacturer narrative:
Corrected information in d4: lot number, unique identifier (UDI) number, d9 added information to h4. This follow-up report is being submitted to relay additional information and initially corrected information. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a plug driver was discovered with a twisted tip. This was discovered during a warehouse inspection after a hospital return. The hospital did not provide any surgical or patient information with the returned product.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a plug driver was discovered with a twisted tip. This was discovered during a warehouse inspection after a hospital return. The hospital did not provide any surgical or patient information with the returned product.